Event description:
A health care professional reported that during the insertion of the iol (intraocular lens), its haptic was cut at the time the lens exit from the cartridge and there was a patient contact. The lens was explanted and replaced with another lens during initial procedure. The procedure was completed on same day without any harm to the patient. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information has been provided in d.9., h.3., h.6., and h.11. The product was returned for analysis and the reported complaint was observed. Iol (intraocular lens) returned positioned incorrectly in the iol case the optic is pressed against two lens case posts. Solution is dried on the iol. One haptic is broken/torn and not returned, the other haptic is intact. The optic is scratched/marked-rejectable. We are unable to determine the root cause for the reported complaint haptic was cut at the time the lens exit from the cartridge. The returned iol shows evidence of possible handling by the customer due to the presence of solution dried on the iol and the reported damage was highlighted post implantation. In addition to this, all iols are 100 percent cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify that the damage was present when opened and if the iol contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).